Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the system is continuing to throw errors that halt energy activation. It was previously believed to be the result of bad cables. The suspect cables have since been replaced and there was a several days where there were no issues. The issues have returned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting iesu issue related to energy activation, an investigation is pending to determine the cause of this reported event. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to reproduce the reported issue. Fse replaced iesu to stop the potential of the reported issue happening again. The system was tested and verified as ready for use. The iesu was analyzed via failure analysis and found the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Failure analysis confirmed multiple intermittent errors on the system which halted energy. The complaint regarding errors that halted energy activation was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. A log review confirmed the simple prostatectomy procedure on15-nov-2022 on system sk0347. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, the iesu is exhibiting issue related to energy activation. Fa of iesu confirmed a component failure while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.